Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was administered stacked shocks with the device's hard paddles the connected to the device with pacing/defibrillation/ECG electrodes and defibrillated. The pt's rhythm deteriorated to asystole and transcutaneous pacing initiated. According to the reporter, the device would not pace the pt. The electrodes were switched out and pacing was successfully administered. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.